Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said a week ago, on monday, they went to their doctor's office and they were on 9 for settings and their doctor told them that was too high and they needed to turn it down. They said that on friday night and sunday they started having pain and it was sort of like a shock. They mentioned they normally could not feel anything back there at all, but the shock happened where they could feel the implant and it did it to 'like a rhythm' and it was sort of like a spasm and it was sharp and quick. They said they really noticed the pain coming when they were reading at night. They added this happened throughout the night and it bothered their sleeping and it went into the next day. They said they had not experienced it since and they could not feel the stimulation at the time of the report. They also said they thought they had the settings at 9, but they checked and the implant said it was on and was on program 4 at 1.5. They could not remember and does not know what the settings were set to for sure. The patient's reason for calling was to find out what setting they should be on. Information was reviewed as events previously occurred and the patient was not experiencing pain at the time of report. Patient was going to follow-up with their healthcare provider. No further complications were reported or anticipated.